Event description:
It was reported that heparin was programmed at a potentially incorrect dose. The customer was trying to evaluate if the event was a programming error or pump issue through log analysis. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number (B)(6) is a concomitant and this file has captured the correct suspect device with serial number (B)(6) as per investigation report. Omit : concomitant med prod desc (8015), c20 - no findings available and d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that heparin was programmed at a potentially incorrect dose. The customer was trying to evaluate if the event was a programming error or pump issue through log analysis. There was patient involvement but no harm.